Event description:
Reporter stated that the customer's daughter tested him and obtained a value of 180 mg/dl on the performa nano system at 4:00 pm. The customer had hypoglycemic symptoms of weakness at this time. At an unknown time, between 4:00 pm and 5:00 pm, the customer fainted. The customer's daughter called the paramedics who, at an unknown time, treated customer with "sugar." The customer arrived at the hospital at approximately 5:00 pm where he had regained consciousness. The customer's blood was tested at the hospital on an unspecified meter with a result of 25 mg/dl. No further treatment was provided. The customer has recovered and is currently feeling fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.